Manufacturer narrative:
The device was returned and evaluated by ferno. The alleged unexpected lowering could not be duplicated and it could not be determined if the incident was a result of use error. The device was returned to the customer for return to service. Sufficient operator instructions for proper unloading are provided in the IFU. To date, no further information has been provided regarding required medical treatment of the alleged medic injuries.

Event description:
It was reported while unloading a patient from the ambulance the stretcher allegedly lowered unexpectedly. The operating medic was able to hold onto the cot and no injury was sustained by the patient. The medic is alleging contusions to both legs and muscle soreness in the legs, right arm and hand. It is unknown whether medical intervention was sought for the alleged injuries.

Event description:
It was reported while unloading a patient from the ambulance the stretcher allegedly lowered unexpectedly. The operating medic was able to hold onto the cot and no injury was sustained by the patient. The medic is alleging contusions to both legs an muscle soreness in the legs, right arm and hand. It is unknown whether medical intervention was sought for the alleged injuries.